Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one powered handle. No additional visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 4 autoclave cycles for the handle. A failure code appeared on the eeprom several times. The printing on the battery compartment was damaged. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded onto the powered handle; the device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. Engineering then disassembled the unit for troubleshooting. The motor connector wires were then probed for continuity of the hall effect motor traces and all were found to have sufficient connection. The reported condition was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The file will be closed as a component error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reported, the battery was inserted into the powered handle to check its function when a strange sound was heard. The calibration was not completed. Even after the battery was replaced by another, the blue lamp remained illuminated. This was noticed prior to using it in a procedure so there was no patient involvement.